Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's angiogram procedure, while preparing to perform a run, contrast sprayed back (from back end) at the users. This occurred twice. The customer indicated that at both occurrences another manufacturer's balloon was in the sheath. It was also noted that during the procedure another manufacturer's laser was used. The facility was able to complete the procedure with the complaint device. Additional information provided identified the device was in the patient at the time of the incident.